Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensors and freestyle libre sensor kits were reviewed and the DHR showed the libre sensors and sensors kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Description of event or problem) was incorrectly documented that there was no report of serious injury.

Event description:
Customer's brother reported via letter that the customer's adc freestyle libre sensor was "under reading her sugars by 10 points" when compared to a competitor brand meter and an hcp meter. It was reported that on (B)(6) at 8:00 am, the customer began experiencing symptoms described as "diarrhea, nausea, vomiting, feeling light headed, and dehydration. At 11:52 am, a reading of 28.5 mmol/l (513 mg/dl) was obtained on the competitor brand meter, compared to a sensor scan result of 19.5 mmoll (351 mg/dl). Subsequent readings of 16.3 mmol/l (239 mg/dl) compared to 12.4 mmol/l (223 mg/dl) and 6.3 mmol/l (113 mg/dl) compared to 3.3 mmol/l (59 mg/dl) were obtained on the competitor brand meter and sensor scan respectively. Customer self-treated with an unspecified amount of apidra rapid acting insulin, but the timing is unknown. Customer called the paramedics and upon their arrival, she was administered intravenous fluids and zofran and transported to a hospital. At the hospital, adc sensor scan results of 20 mmol/l (360 mg/dl) , 15 mmol/l (270 mg/dl), and 4.5 mmol/l (81 mg/dl) were obtained and compared to hcp meter readings of 31 mmol/l (558 mg/dl), 25 mmol/l (450 mg/dl), and 10 mmol/l (180 mg/dl) respectively. It is reported the sensor scan results and hcp meter results were taken 2-3 minutes apart. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with an injection of insulin and intravenous insulin, anti-nausea medication, magnesium and potassium, and morphine for her back pain. Customer remained in the hospital from (B)(6) to (B)(6). There was no report of death or permanent injury associated with this complaint.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. The manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's brother reported via letter that the customer's adc freestyle libre sensor was "under reading her sugars by 10 points" when compared to a competitor brand meter and an hcp meter. It was reported that on (B)(6) at 8:00 am, the customer began experiencing symptoms described as "diarrhea, nausea, vomiting, feeling light headed, and dehydration. At 11:52 am, a reading of 28.5 mmol/l (513 mg/dl) was obtained on the competitor brand meter, compared to a sensor scan result of 19.5 mmoll (351 mg/dl). Subsequent readings of 16.3 mmol/l (239 mg/dl) compared to 12.4 mmol/l (223 mg/dl) and 6.3 mmol/l (113 mg/dl) compared to 3.3 mmol/l (59 mg/dl) were obtained on the competitor brand meter and sensor scan respectively. Customer self-treated with an unspecified amount of apidra rapid acting insulin, but the timing is unknown. Customer called the paramedics and upon their arrival, she was administered intravenous fluids and zofran and transported to a hospital. At the hospital, adc sensor scan results of 20 mmol/l (360 mg/dl) , 15 mmol/l (270 mg/dl), and 4.5 mmol/l (81 mg/dl) were obtained and compared to hcp meter readings of 31 mmol/l (558 mg/dl), 25 mmol/l (450 mg/dl), and 10 mmol/l (180 mg/dl) respectively. It is reported the sensor scan results and hcp meter results were taken 2-3 minutes apart. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with an injection of insulin and intravenous insulin, anti-nausea medication, magnesium and potassium, and morphine for her back pain. Customer remained in the hospital from (B)(6). There was no report of death, serious injury, or mistreatment associated with this event.